Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Product is working as intended. They will contact his doctor in order to find out what meter the customer can use based on customer's condition. Most likely underlying root cause: mlc-78- user hematocrit low. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. No address on file for customer. Unable to send product letter to contact customer care.

Event description:
Consumer reported complaint for e-0 after blood sample is absorbed. Another person is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention nopt reported as a result of the actual blood glucose results. The product storage location is undisclosed. During call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is a chemo patient who is not diabetic who has a hematocrit of 17. Caller will speak to the patient's doctor and call back. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; caller states the day we initially spoke (B)(6) 2018 the customer was sent to the hospital due to hypoglycemia. Her blood glucose reading at the hospital was 76mg/dl and then later it went down to 24mg/dl. Fasting status undisclosed. Customer has tumors that are causing him to get low blood sugar readings. Customer is still admitted. Did not disclose information on symptoms or treatment. Caller states the customer is not diabetic but were looking at ways to check his sugar at home. Customer also has a hematocrit of 17. Caller was instructed to contact the physician to verify the customer's hematocrit to ensure he is within 20%-&0% range. Caller will speak to his doctor in order to find out what meter the customer can use based on customer's condition.